Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation and additional information when the medical surveillance specialist (mss) reviewed the call. The patient stated that the alleged inaccuracy began on "(B)(6) 2015, morning". Prior to this the patient believed the meter had been reading inaccurately high compared to her feelings. The patient could not recall the exact readings however, reported that she "immediately" developed the symptoms of "shaky, disorientated, weak and feeling low&#55297;nd self-treated with coca cola. Subsequently the patient claimed she was in hospital for non-diabetes related issues and on (B)(6) 2015 reported she obtained a result of "400mg/dl" on the subject meter, compared with "282/292mg/dl" on another meter (hospital) the results were obtained more than 30 minutes apart. The patient manages her diabetes with insulin (no adjustments) and as a result of these readings she received 3 units of novalog insulin from a health care professional (hcp) nurse. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the sample was taken from an approved sample site. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up #3.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed retains testing. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.